Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her granddaughter alleging elevated blood glucose (bg) levels. The reporter indicated that the pt's bg levels have been running between "200-250 mg/dl." The reporter denied that the pt had any symptoms. Troubleshooting revealed that the pump delivered 29.516 units of insulin the day before although, the pump was set to deliver 32.486 units/24 hours. The pump was not reportedly suspended and no temporary basals were set. The reporter claimed that the boluses were correct. No associated alarms were noted in the alarm history. Based on the info provided, this complaint is being reported due to the following conclusion: the pump did not deliver insulin as programmed for a 24 hour period. There is no evidence however, that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.